Manufacturer narrative:
(B)(4). Patient was revised due to a fall resulting in a bone fracture. It was reported that during pt, the patient performed a twisting motion which caused the fall and bone fracture in already poor bone quality. The standard postoperative hip precautions are not bending >90°, avoid twisting or pivoting at the hip, no crossing the legs. Bone quality (density, strength & weakness of a bone) is influenced by many internal and external factors. As people age, the rate of bone metabolism changes as bone breakdown (catabolism) occurs at a faster rate than new bone formation (anabolism), which places them at risk for osteoporosis. Risk factors that contribute to poor bone quality include; age, bmi, diet, smoking, alcohol consumption, vitamin intake, hormone imbalance, growth factors, thyroid condition, steroid use, renal function, diabetes, blood disorders, trauma, fractures, bone on bone wear, surgical trauma or invasive procedures, infections such as osteomyelitis, necrosis of the bone tissues due to disease processes, and genetic history of family members with osteoarthritis or osteoporosis. Medications taken to prevent osteoporosis further inhibit normal bone formation and healing. Bone quality concerns are patient-dependent, patient-specific, and multivariate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 3 weeks post-implantation, the patient underwent a hip revision due to a fall and bone fracture that occurred while being twisted in rehab. Attempts have been made and no further information has been provided.